Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. Visual inspection revealed of a hole in the lap joint was observed in the sheath assembly. Also, it was observed that it leaked from the lap joint when the catheter was flushed. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non shrink area at the end of single heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty of the imaging related complaint with observed imaging core windup is a design. The most probably root cause was unable to be determined for the hole at lap joint. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that poor and lost image occurred. An opticross imaging catheter was selected to visualize the unspecified target lesion. During a procedure, poor image occurred during first usage. Furthermore, during the second usage of the catheter, which happened outside of the patient's body, a lost image occurred. Reconnection and flushing of the catheter was performed, but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed of a hole in the lap joint in the sheath assembly.